Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. The next course of action has not been determined at this time.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the device meets or exceeds 75% expected longevity. There is no alleged stated deficiency or malfunction of the device. N was changed to not reportable as ppe calculations determined normal eol based on programmed settings. Reportable aware date was updated to align with analysis closure. A supplemental report will be necessary to reflect change in reportability.

Manufacturer narrative:
Correction: upon review, the issue should not have been submitted as a medical device report (MDR) as the device had met or exceeded 75% expected longevity. There is no alleged stated deficiency or malfunction of the device. This device is no longer considered reportable.